Manufacturer narrative:
(B)(4). Concomitant medical products: ref 11-301302 lot 670970 cone. Ref 11-300917 lot 538950 stem. Ref 00-6250-065-40 lot j6983765 bone screw. Ref 00-6250-065-30 lot 64945767 bone screw. Ref 00-6250-065-20 lot 64776756 bone screw. Ref 00-2232-004-18 lot 64952454, 64443890 cerclage wires x2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation occurred when bending over from wheelchair to pick and item off the ground. Presented with mild pain, aching, non-radiating, worse with movement. Instability s/p right total hip arthroplasty revision. Hip dislocated posteriorly, stem well fixed and remained intact, cup well fixed and remained intact. X-ray: dislocated right hip, no fracture, large amount of heterotopic bone. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02445.

Event description:
It was reported the patient underwent initial right total hip arthroplasty. The patient underwent a first revision approximately five months later due to dislocations and stem subsidence. Subsequently, patient underwent the second revision approximately 1 year and 3 months later due to dislocation, pain, and instability. The liner and head were exchanged without complications. The stem and cup remained implanted. No further event information available at the time of this report.